Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: model: 6945-65, lead; implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a recent remote monitor report the right atrial (ra) lead and right ventricular (rv) lead displayed noise and oversensing. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) indicted there was also many short v-v counts on the rv lead. Reprogramming was completed on the rv lead and no programming changes were made to the ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead have been extracted. No patient complications have been reported as a result of this event.